Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited an impedance increase from 453 ohms to greater than 800 ohms, an increase in capture threshold and a decrease in sensing.